Manufacturer narrative:
The product from the original surgery was not returned. From the available information, it was not possible to establish a cause for the set screw backing out. The back out could have happened due to a loss of compression in the screw-rod-set-screw interface. Failure analysis is completed (in cases where there is inadequate set-screw contact) in the past has attributed this to levering (due to soft tissue impingement, compressing across screws while tightening, inadvertent levering while tightening) , improper orientation of components (screws may need to go beyond their full range of motion to align with rod), and body buttressed against hard bone (head's ability to rotate is hindered). Inadequate rod contouring and/or inadequate rod reduction are also probable causes. It is to be noted that in icon design, the rod contacts the bone screw head directly versus contacting it through a pressure cap. Depending on the bone screw orientation on the pedicle (patient anatomy), the body of the screw may not be an ideal orientation to the bone screw head to allow stable rod seating. This may lead to non-ideal lockdown of the rod by the set screw, allow early loosening.

Event description:
Based on the information provided, the set screw loosened on the left side of l3.